Manufacturer narrative:
Product event summary : the full lead was returned and analyzed. Analysis indicated that the distal end of the lead were extrinsically damaged. Visual analysis of the lead indicated the lead was stretched. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the right ventricular lead helix would not extend, even after three dozen turns. The lead was exercised on the table and the issue persisted, so the lead was not used and another lead was implanted. It was also reported that the left ventricular lead dislodged while slitting the sheath and the threshold was high. It was attempted to be repositioned, but it was damaged so another lead was implanted. No patient complications have been reported as a result of this event.